Event description:
Related manufacturer reference number: 2017865-2021-23750 new information received noted that implantable cardioverter defibrillator was explanted during the revision of the right ventricular lead. The physician believed that the right ventricular setscrew was stripped and decided to replace the device as well. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with elevated capture threshold, and high pacing impedance exhibited by the right ventricular lead. The patient was scheduled for revision and the lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.